Event description:
Same case as manufacturer report #6000093-2006-01292. Tap- it was reported that 24 days after implantation of four taxus express2 drug eluting stents, two cases of in-stent restenosis occurred. During the initial procedure, a 99%-100% stenotic lesion was located from the proximal to distal 1st obtuse marginal (om1) artery. No information was reported on lesion calcification or vessel tortuosity. Four taxus stents of the following sizes were deployed proximal to distal in the om1: 2.75x32mm, 2.5x8mm, 2.5x24mm, and 2.5x24mm. A post-intervention stenosis of 0% was reported for all four deployed stents. No information was reported concerning patient medications. The patient was reported to have tolerated the procedure "well". The patient presented 24 days after the initial procedure with no restenosis in the 2.75x32mm and 2.5x8mm taxus stents placed proximally in the om1, but with 100% in-stent restenosis in the two 2.5x24mm taxus stents placed in the mid to distal om1. A 2.5x24mm taxus stent and a 2.0 mm diameter stent of unknown make and length were placed in the region of the previously placed two 2.5x24mm taxus stents. A post-intervention stenosis was reported 0% for both newly deployed stents. No information was reported on patient complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.